Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. In addition, although the report of low flows could not be confirmed as no log files were provided for review, the account communicated that the low flow occurred during the episode of ventricular tachycardia (v-tach or vt). The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. This document also lists arrhythmia as a potential late postimplant complication. Both the IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. The relevant sections of the device history records for vad-17680 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04nov2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue resolved that same day and that the patient was continued on antiarrhythmic medication. It was also communicated that the ventricular tachycardia did not exist prior to the ventricular assist device (vad). An implantable cardioverter-defibrillator (ICD) was placed in 2014 prior to the vad.

Event description:
It was reported that the patient was tachycardic after egd (esophagogastroduodenoscopy) procedure. The patient needed a bronchoscopy for a separate issue on (B)(6) 2019. After, the patient had an episode of ventricular tachycardia that required cardioversion. The patient had an alarm for no flow and went into cardiogenic shock and cardiac arrest. The patient was cannulated on veno-arterial (va) extracorporeal membrane oxygenation (ECMO). The patient remained in sinus tachycardia for the remainder of the admission. The event was resolved with sequelae on (B)(6) 2021.